Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported aviva system blood glucose result of 35 mg/dl mg/dl at 2:37pm; he was feeling weak. After the reading of 35 mg/dl, the customer retrieved and consumed a coke and felt better. Same system retest results: 77 2:41 pm 55 2:42 pm 58 2:50 pm 127 4:00 pm no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.